Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5054-58 lead implanted: 2000 (B)(6), bioprosthetic valve implanted: unknown. (B)(4).

Event description:
It was reported that an right atrial (ra) lead and two right ventricular (rv) leads which were routed through a prosthetic heart valve caused abrasion of the leaflets with possible accelerated valve dysfunction by continuously flopping in and out of the ventricle. This caused tricuspid valve stenosis and regurgitation, which resulted in severe decompensated right heart failure. A thoracotomy was performed to replace the valve and the leads were repositioned. No patient complications have been reported as a result of this event.